Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Although a definitive conclusion cannot be made, for patient had hypertension after the procedure. Patient's clinical factors including comorbidities may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per clinical study database, during initial hospitalization post lvad implant, subject was found to have blood pressure of 165/127 mmhg on (B)(6) 2015 at 19:00. No intervention was done at this time but on recheck at 20:00, blood pressure was 199/166 mmhg. 10 mg IV hydralazine was given. The next reading was 101/75 mm hg at 21:00. Hydralazine 50 mg tid oral was started on (B)(6) 2015. Subject continued with intermittently high pressures over the next several days with prn hydralazine given. On (B)(6) 2015, hydralazine was increased to 100 mg tid. During this time, coreg was also increased from 3.125 mg oral daily to 12.5 mg oral bid (between (B)(6)). By(B)(6) 2015, subject's blood pressures seemed better controlled, with maps in the 60's to 75.